Manufacturer narrative:
The electrode has been received at boston scientific return product department and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrode electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical services in august 2018. The device and electrode history are significant for low r-waves. The patient has now received two inappropriate shock therapies. The device sense vector was reprogrammed to secondary. At the time of inappropriate shock therapy, the device shock vector was programmed in alternate. The second inappropriate shock occurred while the device sense vector was programmed in primary. The technical service consultant was informed that there was a small notch in the biphasic signal in secondary. The local representative asked if the sense vector should be programmed to secondary. The technical service consultant was concerned as this may prevent the device from correctly identifying whether the detected rhythm matches the template. Despite multiple attempt to additional information from the field was available. The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this patient was presented back to the electrophysiology (ep) laboratory on march 18, 2019. This sicd device and electrode were explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. There were no complications or irreparable injuries reported as a result of the replacement procedure.

Manufacturer narrative:
The electrode has been received at boston scientific return product department and is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical services in august 2018. The device and electrode history are significant for low r-waves. The patient has now received two inappropriate shock therapies. The device sense vector was reprogrammed to secondary. At the time of inappropriate shock therapy, the device shock vector was programmed in alternate. The second inappropriate shock occurred while the device sense vector was programmed in primary. The technical service consultant was informed that there was a small notch in the biphasic signal in secondary. The local representative asked if the sense vector should be programmed to secondary. The technical service consultant was concerned as this may prevent the device from correctly identifying whether the detected rhythm matches the template. Despite multiple attempt to additional information from the field was available. The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. This sicd device and electrode were explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. There were no complications or irreparable injuries reported as a result of the replacement procedure.